Manufacturer narrative:
No information provided. The reported injury was broken dental fillings. Event date is approximate. Complaint received from the (B)(6). Analysis results: the root cause of the consumer's complaint could not be confirmed as no functional fault was found with the returned product.

Event description:
The consumer reported that their sonicare airfloss broke their dental fillings.